Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder malfunctioned. The reporter clarified that "the device did not work at all." This happened as the harvester was going to take branches. They switched cords but that didn't work. A replacement was used to complete the procedure. The hospital reported no patient effects. The exact event date is unknown, however, it was reported that the incident took place during the week of (B)(6), 2010. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).